Event description:
It was reported that a shaft break occurred. The 99% stenosed target lesion was located in the moderately calcified and severely tortuous distal right coronary artery (rca). While performing a percutaneous coronary intervention, the physician inserted the guidezilla, however a "strangeness" was felt and a complete separation of the shaft occurred while inside the unspecified guiding catheter. The device was removed and completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in two (2) pieces. Microscopic examination revealed numerous distal shaft kinks. The outer diameter (od) of the undamaged portion of the distal shaft was measured using a calibrated laser micrometer. The maximum od met specifications. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. The ptfe was pulled out of the collar and was attached to the distal shaft. The interventional device used in the procedure was not returned with the complaint device. A mach1 guide catheter was used for functional testing. The device inserted and advanced up to the separation. Due to the separation of the shaft, complete functional testing could not be performed. Microscopic examination revealed damage to the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The 99% stenosed target lesion was located in the moderately calcified and severely tortuous distal right coronary artery (rca). While performing a percutaneous coronary intervention, the physician inserted the guidezilla, however, a "strangeness" was felt and a complete separation of the shaft occurred while inside the unspecified guiding catheter. The device was removed and completed with a different device. No patient complications were reported and the patient's status is good.